Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed a 'possible device malfunction' message following interrogation post patient death.